Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Field service replaced the front panel assembly and verified performance. The unit passed all performance checks and it meets all factory specifications. Failure analysis lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. The touch display interaction failed and could not be calibrated. The customer issue was duplicated and was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The customer claims the touch screen is not responding on this ventilator. The customer is requesting field service.